Manufacturer narrative:
Additional information was requested, and the following was obtained: did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? No prophylactic antibiotics for the procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? The diagnosis and indication for the initial surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (pelvic abscess, sepsis with necrotizing fasciitis? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What are results of the consultation with urologist? What is the patient's current status? Other relevant patient comorbidities/concomitant medications?

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? The diagnosis and indication for the initial surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (pelvic abscess, sepsis with necrotizing fasciitis? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What are results of the consultation with urologist? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2019 and the mesh was implanted. On (B)(6) 2019 the patient was admitted for urinary meatus pain radiating to the front of the right thigh. Antibiotic was given and a consultation with urologist was planned for (B)(6) 2019. It was also reported that on (B)(6) 2019, the patient was admitted again to the emergency for vomiting, no stools since 6 days, urinary meatus pain and anorexia. The diffuse abdominal pain was beginning initially at the pelvic level and locally erythema occurred at the right inguinal level. Pelvic abscess and cellulitis noticed at the scanner. The patient was placed on triple antibiotic therapy such as tazo, amiklin and metronidazole. It was reported that on (B)(6) 2019 evening, ablation of mesh and wash drainage were performed. The patient was experiencing sepsis with necrotizing fasciitis. After extraction, the mesh was sent to laboratory and positive bacteriology to streptococcus anginosus was revealed. Currently, the patient went home with home care. Additional information has been requested.